Event description:
It was reported that the pump exhibited error code 1310. The device evaluation revealed a high pressure and sensor mismatch alarms. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a high pressure, sensor mismatch, and a no disposable alarms. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was unknown. The investigation found the device was showing lec 1310 after power up which is a generic error code and is caused by storing the pump for extended period of time with the batteries installed. Analysis noted it is safe to continue to use the pump for infusion therapy if the batteries are replaced. Service history identified the complaint was not related to a previous service of the device within the review period.